Event description:
Event description in response to a recent safety communication that was issued on may 12, 2006 for this device model, technical services recommended that a memory disk be returned to guidant for analysis. To date, no memory disk has been received.